Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad missing. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Image review was performed, and information was provided: it looks like the teflon pad has been damaged and bent near the tip and appears to be slightly lifted where it meets the black proximal pad.

Event description:
It was reported during da vinci liver resection surgical procedure, a broken plastic at harmonic ace instrument jaws. There was no report injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the plastic at instrument jaws was the white insulation material at instrument tip. Also, all the material was recovered.